Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work. It is unknown what specifically didn't work with the device. The pa (harvester) group does not recall this specific incident. A new vh-4000 kit was opened to complete the procedure without incident. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e3- corrected occupation. The device was returned to the factory for evaluation on 12/21/2022. An investigation was conducted on 01/11/2023. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the harvesting device. The c-ring scope wash tube was observed to be cut closest to the base of the c-ring. The c-ring was observed to be intact. An electrical evaluation was conducted on the harvesting device. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "break;c-ring " was observed. The lot # 3000271682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.